Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call that he needed assistance with reducing insulin flow starting at midnight. The customer was having issues with her low blood glucose levels after midnight. Customer's blood glucose level dropped to 40 mg/dl. She treated her blood glucose level with orange juice. The reservoir was showing less insulin than what appeared on the status screen. The displacement test passed. The device was not returned.